Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided.

Event description:
It was reported that a texium bonded set was separating at the drip chamber and leaked during a chemo infusion. No patient or user harm occurred.